Manufacturer narrative:
It was reported that the head portion of the bed was not functioning as intended ("patient couldn't use head part of remote. Cord is broken, wires are frayed"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "patient couldn't use head part of remote. Cord is broken, wires are frayed".